Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that urine leaked from the shaft near the inflation funnel on the day of use.

Manufacturer narrative:
The reported event was confirmed. Although the reported event was confirmed, the root cause could not be determined. A potential failure mode could be "breakage on inflation arm". A potential root cause for this failure could be "excess of temperature in the funnel." Visual evaluation of the returned sample noted one opened (without original packaging), used silicone catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from hole in inflation funnel area, near the valve where the inflation and drainage funnels meet, hole 0.1385in wide, 0.7310 " from the base of the inflation valve cap. According to inspection procedure. "Pinholes are not permitted.." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from the shaft near the inflation funnel on the day of use.